Event description:
An authorized service ctr for the MFR (mckinley medical) reported complaint received from a user facility. The user facility returned an electromechanical ambualtory infusion pump, stating that it had a condiiton of not alarming. There is no report of pt injury.